Event description:
Customer has been getting higher than normal blood glucose results for approx a month. Their dr had advised their family to give pt extra glucotrol before dinner when pt is high. Customers blood glucose was tested at 5:00pm and the result was 466mg/dl, pt was given additional glucotrol. At 9:30pm they tested and received a result of 479mg/dl. Pt was taken to the emergency room. At 1:00am the emergency room tested and received a result of 50mg/dl. Pt was given food and drink to bring up their sugar at the hosp. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.